Manufacturer narrative:
The reported events of loss of capture, inappropriate shock, noise, high pacing lead impedance, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection found clavicle crush damaging all the cable lumens/inner coil lumen and fracturing both ring electrode cables distal to the suture sleeve tie impression. The ptfe liner of the inner coil was undamaged in this location. The cause of the reported event was isolated to the clavicle crush damaging all the lumens and fracturing both ring electrode cables.

Event description:
It was reported that the patient came to the clinic for follow-up. It was noted that inappropriate shocks were delivered. Device interrogation revealed right ventricular (rv) lead noise, high out-of-range pacing impedance, and loss of capture threshold. A replacement procedure was scheduled and when the rv lead was explanted, an insulation breach was found. A new rv lead was implanted with no adverse patient consequences.